Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The possible root cause of the system error could be a communication issue that caused a latch-up on the processor board. The archive data review indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The ap vision software was used to clear the system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with the same sn (B)(6). (B)(4) was reported on (B)(6) 2025. The ap vision software was used to clear the system error.

Event description:
The autopulse platform (sn (B)(6)) was deployed for resuscitation. Upon powering on, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. No consequences or impact on the patient.